Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the screws were cold welded/stripped due to driver malfunction intraoperatively. Had to helicopter out after numerous attempts to remove using a multitude of drivers. One of the drivers was severely warped after attempting to place 10.5 screw. When attempting to place second screw (10.5x80) the torx tip of the driver snapped off and lodged inside the tulip/torx interface of the screw. Fragments could not be removed and it was left in the pt. The other driver was severely warped after attempting to place 9.5 screw. Surgeon was fearful of snapping off tip of the driver again so the decision was made to helicopter the screw out and leave unilateral pelvic fixation. Products will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the procedure involved was psf l2-pelvis with tlif l3-5. Pre-op diagnosis m43.16/m54.16/m40.30/m47.26. Both ballast drivers were severely warped and stripped. The product was used in surgery on the patient.

Manufacturer narrative:
H3: product analysis: product ID#: 25840019580; lot#: ca21d023 after visual and optical examination, it appears that the torx of the screw has been stripped/damaged. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.